Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The international customer reported the ventilator alarmed due to pressure sensors and data acquisition pcba adc reference failures. The customer reported the ventilator was not in use; therefore, there was no patient involvement or harm. Service evaluation also reported a data acquisition pcba adc reference failure. Pressure sensors and data acquisition failures during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician confirmed the reported problem. Device evaluation and service is pending.

Event description:
The manufacturers service engineer reported the data acquisition pcb board was reseated and the problem resolved.